Event description:
Customer reported no reactivity with a pt with anti-c and vs215. Daily qc was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.